Manufacturer narrative:
(B)(4).

Event description:
Information received also stated that noise, loss of capture and clavicular crush was noted on the lead.

Event description:
It was reported that low lead impedance and sensing anomalies were observed. The lead was explanted.

Manufacturer narrative:
Fracture of the outer coil and insulation damage was noted at 24.3cm from the connector pin, consistent with clavicle crush. This damage is consistent with the field observations of noise, low impedance, and sensing anomalies.